Event description:
It was reported that a user of the ilet experienced hyperglycemia after announcing coffee with sugar for breakfast, then sought guidance about announcing an additional meal approximately two hours later while the system was still adapting during the first day of use. Symptoms included elevated blood glucose, with a reported peak of 223 mg/dl and one hour above 180 mg/dl, without alerts, ketone testing, backup therapy, or need for assistance. Outcomes included no medical intervention, hospitalization, or immediate health effects. Investigation included customer education on meal announcements, timing between announcements, and the correction algorithm, along with review of device behavior given early learning of insulin needs. Investigation of this case revealed no device alarms or malfunction and that the event was consistent with expected glycemic variability during early system adaptation and timing of carbohydrate intake relative to announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.